Event description:
Ous MDR - balloon could not be deflated.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned pantera pro revealed that the balloon has been in- and deflated. However, during analysis pressure could be applied up to rbp but the measured in- and deflation time was impeded. Further investigation revealed a narrowed area close to the proximal balloon neck, most certainly caused by a tensile force applied to the device during the application. The deformation must have occurred during procedure, e. G. By pulling the not completely deflated balloon back against the guiding catheter. The screening of the manufacturing history showed that the device in question was manufactured according to the specifications and successfully passed all in-process controls as well as the final inspection. During final inspection every instrument is visually inspected. Furthermore all devices are shipped with a 0.015 inch transportation wire inside the guide wire lumen. We can therefore confirm that the device was in accordance with the specifications at the time of delivery. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.